Event description:
A customer reported experiencing an alarm 2 followed by alarm 26, alongside multiple previous occlusion events. Although specific blood glucose values were not provided, it was noted that the levels displayed as "high" during some instances. The customer addressed the high blood glucose levels with a correction bolus via the pump. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin therapy. No third-party assistance was required, but due to frequent occlusion issues, further follow-up was requested for additional assistance.